Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead exhibited high capture threshold and high impedance despite several attempts of the lead re-positioning. The rv lead was removed and replaced. The patient had no adverse consequences.